Event description:
The boston scientific covered pulmonary stent malfunctioned during deployment, causing a tracheal laceration. Dr. (B)(6) deployed the stent. Stent ref # (B)(4), lot #17672228, exp date: 02/04/2017.